Event description:
Customer reported her insulin pump has a crack on the reservoir compartment. She does not know how the damage occurred. Customer stated her last blood glucose was 46 mg/dl. She stated she knows why she was low. She treated with honey and orange juice. She stated that she can control her blood glucose. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).